Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported 3 months post-op, the patient continued to have a scab/healing issues and tenderness at the ipg incision site. The physician decided to explant the patient's entire scs due to possible infection and other unrelated health issues as a preventative action. However, it was determined following explant, no infection was present.